Manufacturer narrative:
(B)(4). Device details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth and an infection at the abutment site. Subsequently, the patient underwent an abutment replacement under local/general anesthetic on (B)(6) 2018.